Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump had issues when loading a cartridge. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. Due to an unrelated to keypad issue, the pump could not be fully investigated. The pump was removed and the force sensor pins were found to be partially dislodged from the internal circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.